Event description:
Power on reset (por) parameters in the box reported at implant. The device was not used. It was returned and tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. The device condition was identified prior to any patient involvement. Evaluation summary: prn124656h firmware - error message/code - power on reset (por).